Event description:
It was reported through remote follow up that the pacemaker had gone into backup operation. The device could not be interrogated through inductive telemetry. The device was explanted and replaced. The patient was asymptomatic and stable.

Manufacturer narrative:
The reported events of backup mode and inability to interrogate were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found above eri with signs of rapid depletion. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported through remote follow up that the pacemaker had gone into backup operation. The device failed to interrogate through either inductive or radio frequency-based telemetry. The device was explanted and replaced. The patient was asymptomatic and stable.